Event description:
MFR received a report from an attorney alleging that "approximately four to five months after purchase, the plaintiff was relying on the walker to navigate plaintiff's kitchen when suddenly, and without warning, one or more legs of the walker snapped and/or collapsed...causing plaintiff to tumble violently." As a result of the incident, the consumer sustained cracked vertebrae, with severe and permanent injury. What role, if any did invacare device caused or contributed to the incident, is unclear.